Manufacturer narrative:
Section b3: date of event is estimated. A patient experienced ineffective therapy due to high impedance was reported to abbott. As a result, the left l4, l5, s1 leads were explanted and replaced. The l4 lead was accidentally pulled out when physician was trying to remove other leads. A new lead was implanted, and therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective stimulation. Lead diagnostics showed that the l5 and s1 leads had high impedances. Surgical intervention was undertaken to address this issue, and during procedure, the physician accidentally pulled out the l4 lead while explanting the other leads. In turn, all three leads were explanted and replaced. Effective therapy restored post-op.